Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant. The ra lead was repositioned and remains in use. It was noted that the patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.